Event description:
A pt reported that she was treated into unspecified facial sites in 1990; (exact date not known). The pt stated after her third treatment, she developed redness, swelling, and "hardness" at the treated areas that have been intermittent through 1998. The pt stated she had been to "many physicians" (names withheld) and they prescribed prednisone, but the symptoms have not resolved. The pt refused to provide any further info. The name of the treating physician provided by the pt had no record of the pt having been in their office.